Manufacturer narrative:
Sus voluntary event report(B)(4) received on (B)(6) 2020 reporting the following information: due to the pump shutting down, the customer did not feel well and experienced ketosis. No additional information regarding patient health impact was received. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Customer¿s blood glucose level was 341 mg/dl. Reportedly, customer did not feel well and experienced ketosis. No additional information regarding patient health impact was received. Customer continued to use the pump for insulin therapy.